Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: ni, batch: ni.

Event description:
It was reported that the patient was not experiencing stimulation in the target area due to high impedances. It was noted that the patient had reprogramming in the past however, the bsn representative still was not able to target the needed area. The patient underwent a revision procedure wherein the lead with high impedances was replaced and will not be returned. It was also noted that two leads were initially implanted in the patient however, the bsn representative was unable to provide the serial numbers. No device malfunction was suspected. The patient was doing well postoperatively.